Event description:
An ophthalmic assistant reports that following bilateral intraocular lens (iol) implant surgery, a pt reported waxy, hazy vision and shadows. The pt underwent a yag laser procedure following the implant surgery. There are two MFR's reports associated with this event.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested 03/12/2008 and 03/13/2008 by fax and mail. A partially completed questionnaire was received from the surgeon.